Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit. To fix the issue, the fse replaced the coiled cable and the front end board and then completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) shutdown due to coiled cable. The problem occurred intermittently after several power cycles. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) shutdown due to coiled cable. The problem occurred intermittently after several power cycles. There was no patient involvement, and no adverse event reported.